Manufacturer narrative:
Medications - furosemide, metoprolol, finasteride, nitrostat, vitamin c, vitamin d, coumadin, allopurinol, tricor, and coumadin. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2004, a patient was treated for a abdominal aortic aneurysm with an gore® excluder® aaa endoprosthesis. On (B)(6) 2016, imaging identified a suspected type ii endoleak (source unknown) and aneurysm growth of 2cm. On the same day, the patient underwent a coil embolization procedure. The patient tolerated the procedure. The physician is reportedly going to monitor the patient.